Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that they had several air bubbles in the infusion set and reservoir. Customer's blood glucose was over 500 mg/dl. The customer reported the air bubbles were large in size. The customer stated the air bubbles created a blockage in the tubing line. It was found the customer had air bubble present at the time of the call. Customer reported using room temperature insulin. The customer agreed to return the reservoir for analysis.